Manufacturer narrative:
H.6. Investigation: 1 sample and 3 photos were returned by the customer in support of this complaint. Visual examination of sample and photos was performed and revealed damage to the shield. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. See h.10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was a broke lid/cap. The following information was provided by the initial reporter. The customer stated: "the cap of one tube was deformed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was a broke lid/cap. The following information was provided by the initial reporter. The customer stated: "the cap of one tube was deformed."